Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela d ventilator was on a patient and the vertical line keep appearing even the power is on/off. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: the uut (unit under test) was installed to a known good vela test stand. The ventilator powered in ventilate mode where a vertical line appeared on the screen. The reported issue was confirmed and duplicated. The front panel integrated display assembly part number 28485-001 failed. The integrated display assembly was purchased as an off the shelf item that is supplied by the third party supplier. Therefore no further investigation will be performed.